Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the system was explanted due to pocket infection and erosion. The patient¿s condition was reported as stable before and after the procedure. Related manufacturer reference number: 2938836-2020-03256.

Manufacturer narrative:
Interrogation of the device revealed it was at eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).